Event description:
An olympus representative reported on behalf of the customer that the video system center connector was loose resulting in poor contact and sometimes there's no image. This issue was found during inspection for use. The patient was not under sedation and the diagnostic procedure was completed with another similar device. There was no delay reported and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed; the cause was assigned to failure of the video cable connectors. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is confirmed that the cause was the faulty ex board. It is likely that the event occurred due to an accidental failure or handling. The event can be detected/prevented by following the instructions for use which state: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.